Event description:
Revision surgery has been reported. During surgery, the liner was found to be intact and still cemented in the pt's acetabulum. The bipolar component, however was dislocated and still attached to the femoral head and stem. The devices were removed and replaced.